Manufacturer narrative:
The pump passed the displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. There was s no motor error alarm noted. The pump had scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer states motor error occurred during bolus. The customer's mother mentioned customer receiving pump failure alert. The customer's blood glucose level was between 386mg/dl and 400mg/dl. The customer treated the high with manual injection. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.